Manufacturer narrative:
Additional narrative: patient weight not provided by reporter. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing date: 11/20/2012. Expiration date: oct2016. Part (B)(4), lot# 7077027 did not contain any ncrs or anomalies. 30/30 pcs accepted/conforming. In addition, the following lots were reviewed: 6982592, 6982598, 6918186, 5808582 (rm), 6524999 (rm). Lot # 6982592 did not contain any ncrs; finished parts met all specified criterion for acceptance. Lot # 6982598 did not contain any ncrs; finished parts met all specified criterion for acceptance. Lot # 6918186 did not contain any ncrs or any anomalies. DHR records for the raw material lot further indicate that the raw material underwent all required inspection and test requirements with no nonconformities reported. Lot# 6524999 - DHR records for the raw material lot further indicate that the raw material underwent all required inspection and test requirements with no nonconformities reported. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 11/20/2012. Expiration date: 10/2016. Part #: (B)(4), lot#: 7077027 (sterile) - prodisc-c implant large deep 5mm - sterile. Lot was release to the warehouse on 11/20/2012. Work order no was released on 511/1/2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was having a revision of a prodisc-c implant to an anterior cervical disc fusion (acdf) at the c5-6 level on (B)(6) 2015. The original implant date was (B)(6) 2013. After the initial surgery the patient continued to have neck pain and the prodisc-c was fused. There was no surgical delay and the revision surgery was successfully completed. No additional information available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of onset for the patient¿s pain is unknown. Although the receipt of the device was documented on (B)(4) 2015, the part was actually received on (B)(4) 2015 for evaluation. The correct date of receipt has been updated in the applicable field. Manufacturing investigation evaluation: the inlay cannot be dimensionally verified due to post-manufacturing damage. Any measurements taken from the inlay would not provide accurate information regarding whether or not the inlay was within specification at the time of manufacture. In regards to the complaint of pain, there are no related dimensional features which can be associated with the condition. Machined dimensions cannot be checked on the superior and inferior plates due to the plasma coating. Post-plasma coated surfaces will prevent accurate location and could damage the cmm probe tips. The superior and inferior plate machining dimensions are normally inspected 100% using a cmm prior to plasma coating. Therefore, the complaint is unconfirmed. Product investigation evaluation: the superior endplate, inferior endplate, and polyethylene inlay exhibited iatrogenic damage. No design related issues could be identified. Prodisc-c is a spinal implant intended as a replacement for diseased/degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/degenerated disc and subsequent restoration of intervertebral disc height with potential for motion via placement of the implant. Based on the review of the returned device, and the information provided, the design is considered adequate for the intended use of the device. Third-party exponent investigation: there is no evidence of device failure or malfunction that warrants further actions. The damage present on the superior endplate, inferior endplate, and polyethylene inlay is consistent with tool marks and surgical removal technique. The inferior endplate exhibited evidence of bone remnants. The surfaces of both superior and inferior endplates show evidence of biofilm. There are signs of impingement on the superior and inferior endplates and the inlay. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.